Event description:
This lead was explanted due to reported insulation break. The lead was not returned. A new st. Jude lead was implanted.

Event description:
This lead was explanted due to reported insulation break. The lead was not returned. A new st. Jude lead was implanted.

Manufacturer narrative:
(B)(4). A response from the manufacturer is pending. (B)(4). It was also reported that the insulation break caused inappropriate shocks. Since the device was not returned, the device history records were reviewed. The records did not reveal any abnormalities. Lead was not returned.

Manufacturer narrative:
(B)(4), 2011.a response from the manufacturer is pending. Lead was not returned.